Event description:
It was reported by the customer that during the insertion, the spring wire guide (swg) became "wedged" inside of the introducer needle. There were no reported pt complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one straightening tube and one swg were returned for evaluation. The core wire of returned swg was separated near distal end. The length from proximal weld to the end of broken core wire was measured using a steel rule. Based on nominal dimensions, it appears that the core wire separated approx 3/4 inch from distal tip. Visual examination of the core wire at 10x magnification confirmed that core wire separated near the beginning of the flat press. The distal weld/core wire sections were missing. The coil wire was partially unraveled with a gap/bend observed near distal end. The swg diameter was confirmed to be within specification. The product's instruction booklet provided with the set, contains suggested procedures for inserting and removing swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw swg against the needle bevel or apply undue force to the wire. The device history records for the swg and introducer needle were reviewed with no relevant findings. The report that swg became wedged inside the introducer needle was confirmed through evaluation of the returned sample, since damage was observed on the distal end of swg. Based on the location of the core wire separation and the appearance of the coil wire, it is possible that the swg was withdrawn against the needle bevel. However, the potential cause of this issue could not be conclusively determined based on the sample and info provided.